Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of monopolar curved scissors instrument broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. It was notice outside the surgical procedure. Not reported but the surgeon or the or staff. There was no fragment falling. Patient has not returned. There was no tip accessory falling that was installed. No other image or recordings are available. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "tip broken off". The instrument was visually inspected, and no broken-off tip/tube adapter was observed, aside from scratches/abrasions on the tube adapter. The in-house mcs user tip accessory was installed properly. The electrical continuity test was performed and passed. Manual tip articulation was performed and passed. The user mcs tip accessory opened and closed properly when the grip knob was manually rotated. The housing was removed, and no damage was found inside. No product issue was found.

Event description:
Refer to h11 for follow-up information.